Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that patient factors and challenging imaging contributed to the reported event. The evoque valve was in an adequate position at ventricular expansion but shifted ventricular during atrial expansion since there was little room for the evoque valve to sit at the annulus due to preexisting hardware. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Event description:
Edwards was notified of a transcatheter tricuspid valve replacement (ttvr) using the evoque system. The patient had prior tricuspid repair devices in place, and laceration of those devices was performed to create space for the evoque valve. The procedure was completed, but imaging was challenging due to existing hardware. After release, the valve settled low with mild paravalvular leak and trace tricuspid regurgitation. The patient remained stable and was discharged without injury. Internal review later indicated the valve embolized into the ventricle, resulting in loss of anchor contact with the annulus. The perceived root cause was limited space from prior devices.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.